Manufacturer narrative:
Additional information to b5.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited a high out of range pacing impedance, greater than 3000 ohms. This was recorded by daily measurements via remote monitoring. Also, there was a lead safety switch (lss) from bipolar to unipolar. The physician suspected a possible lead fracture. The patient had a lead conductor fracture in the past, and it was determined their skeletal structure was prone to lead fracture. The patient was scheduled for hospitalization and leadless pacemaker implantation since adding more transvenous leads was not possible. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information was received from the field. The patient claimed that they experienced bradycardia and felt unwell until the safety switch.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited a high out of range pacing impedance, greater than 3000 ohms. This was recorded by daily measurements via remote monitoring. Also, there was a lead safety switch (lss) from bipolar to unipolar. The physician suspected a possible lead fracture. The patient had a lead conductor fracture in the past, and it was determined their skeletal structure was prone to lead fracture. The patient was scheduled for hospitalization and leadless pacemaker implantation since adding more transvenous leads was not possible. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.